Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that she received a bad batch of reservoirs and air bubbles in the reservoirs. The customer's blood glucose level was 167 mg/dl. The customer's reservoirs were replaced and returned.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected o rings and stopper grove for anomalies none were found. Performed prefill test no air bubbles were observed during our testing, conclusion no air bubbles. Also evaluated 3 sealed reservoirs inspected o rings and stopper groves for anomalies none were found. Performed prefill test no air bubbles were observed during our testing, conclusion no air bubbles.